Event description:
Both fallopian tubes were transected during a laparoscopic tubal sterilization using the band applicator system. The surgeon then performed a mini-laparotomy to resect the tubes and then ligated both tubes.